Manufacturer narrative:
The device evaluation also found the bending angulation was out of specification due to wear of the angle wire. The adhesive on the distal end, and the surface of the insertion tube, demonstrated wear and deterioration from cleaning, disinfecting, and sterilization processes over time. The image guide bundle was damaged and stained. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a defect of the rubber. There was no report of patient or user harm due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing, it was observed that the coating on the insertion section was deteriorated and peeling off, confirming the reported issue. This report is being submitted for the malfunction found during the device evaluation (coating deteriorated/peeling).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. However, the likely cause of the event is due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.